Event description:
The pace/sense portion of the lead was subsequently capped and replaced. The high voltage coils of the lead remain in use.

Event description:
It was reported that the right ventricular lead had increased and high thresholds, high impedance and a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The impedance measure 1786 ohms on (B)(6) 2015. Analysis also indicated the impedance trend on the rv (right ventricular) pacing lead was rising beginning (B)(6) 2014. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).